Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the customer inserted the catheter into the patient arm (vessel), bleeding was observed from there. When the customer was removing the catheter, its tip was found to be missing. Immediately after that, the customer stopped using the catheter. There is a possibility that the catheter tip is still may still be in the patient's arm.

Manufacturer narrative:
One device was received. Visual inspection of the returned sample revealed that the catheter tube showed a severed area which is compatible with a needle reinsertion. The catheter tube appears to be flattened and stretched and the profile shows a characteristic v-shaped edge. Because the issue was detected after the product insertion a root cause was due to improper use of the device and not following the instructions for use (IFU). A device history record (DHR) review showed no anomalies were reported during the manufacturing of the reported lot number. No further action was implemented at this time. Complaints data will continue to be monitored and further action taken accordingly.